Event description:
A complaint of low readings was received on a customer's freestyle flash meter. The customer obtained a reading of 119 mg/dl compared to a laboratory reading of 225 mg/dl. The readings were taken within a 10 minute timeframe. When plotted on a parkes error grid the results fall in the 'c' zone showing the difference to be clinically significant.

Manufacturer narrative:
Product has been requested back for investigation.